Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient pc was displaying" no generator found' message. Troubleshooting steps were not successful. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated: during processing of this incident, attempts were made to obtain complete patient information(weight) further information was requested but not received.